Event description:
The operator of an advia 2120 analyzer was maintaining the analyzer when he cut his finger on the hand-retractable plunger of the autosampler aspiration assembly. It is unknown at this time if medical attention was sought for the cut on his hand. There are no reports of adverse health consequences due to the cut on the operator's hand.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2011. (B)(4) 2012 additional information: siemens contacted the customer multiple times to follow up on the operator injury. The customer did not respond.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.